Event description:
It was observed that during the device evaluation, the fiberscope exhibited the adhesive part of the rubber curvature was missing. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the missing adhesive part of the rubber curvature could not be determined. The event can be prevented by following the instructions for use which state: warnings and cautions: 3.3 inspection of the endoscope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.